Event description:
Crackling noise and sparks noted at edge of disposable thymapad stimulus electrode pad resulting in a fine pencil-like line burn which measured 1.5 cm in length. Further follow up revealed that the electrodes were placed in the bitemporal configuration and properly prepared with the pre-tac solution and dried completely.